Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up experiencing diaphragmatic stimulation. Upon interrogation of the implantable cardioverter defibrillator, it was found to be in back-up vvi. The device was successfully reprogrammed and the patient was stable throughout.